Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had dislodged. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture. The physician elected to remove the rv lead and reposition the right atrial (ra) lead into the right ventricle. The ra port was then plugged. No patient complications have been reported as a result of this event.